Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt)/pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade which required 500-600ml blood drained. In addition, required extended hospitalization. The pvi was performed as usual. No issues. After the pvi, the physician also wanted to ablate the cavotricuspid ishmus (cti) line. Before starting the cti ablation, the coronary sinus (cs) catheter (bsx deca dynamic) slid out of the coronary sinus. The physician was struggling a lot to reposition the cs catheter in the coronary sinus. He tried several times to push it in, also tried to map the right atrium with the ablation catheter to get a better overview. After several minutes of trying, the physician and nurses noted a drop-in heart rate and heart pressure. An echocardiogram was performed and tamponade was confirmed. The physicians decided to perform a transthoracic puncture with 600ml blood drained. The patient was kept on the table and observed until he was stable. The patient will have to stay on monitoring station for 1 night instead of 3 hours. The physician is not sure when the incident happened but thinks it happened while he was intensively trying to reposition the cs catheter in the coronary sinus. There were no errors on carto, nor did they have high force. Cti ablation was not performed any more. The surgery was delayed due to the reported event by 60 minutes. The procedure was successfully completed. Additional information was received. The physician¿s opinion on the cause of this adverse event was that the issue was not product related. It happened due to the physician¿s maneuvering of the catheters. After complete pvi ablation, the cs catheter fell out of the coronary sinus. The physician wanted to replace the cs catheter in the coronary sinus again because he intended to do a cti ablation too. However, he could not find the entry of the coronary sinus anymore. He thinks that the issue happened because he might have pushed the cs catheter (bsx decadynamic) too hard while searching for the entry of the coronary sinus. Cti ablation was not performed any more. The intervention provided was echocardiogram to confirm the tamponade. Transthoracic puncture and 500-600ml of blood drained. No protamine was administered. The patient was kept on table until stable. After, the patient went to observation station. The outcome of the adverse event was improved. The patient required extended hospitalization because of 1 more night for better monitoring. This is because the patient started bleeding again when being on observation station. However, the patient was stabilized again. Other relevant history/preexisting condition consisted of abuse of alcohol. The procedural act during procedure was >300. No sheath or catheters exchanged noted. Two transseptal puncture sites were performed during the procedure 1 for thermocool smarttouch sf and 1 for lasso. The number of performed ablations was 65 with rf energy. The number ablations performed within the pulmonary veins were 65, and no ablations were performed outside the pulmonary veins. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were range: 3mm, time 3sec, tag size 3mm, fti: 25%, min force 3g, stability+, and tag index: ant 480-500, pst 350-400. The color option used prospectively was ablation index. The transseptal puncture was performed with abbott brk needle. Prior to noting the pe or CT ablation was not performed. No evidence of steam pop. The flow setting if irrigated catheter was stsf catheter, low flow: 2ml/min and high flow: 8ml/min < 30w, 15ml/min > 30w. The patient required transthoracic puncture. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. They had to reinitialize after the physician pulled the catheters back to the right atrium. The system was asking to reinitialize several times, also after checking fluoroscopy position etc. They did so and they had no issues anymore.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31710185l and internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).